Manufacturer narrative:
H3: analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to previous overdischarge{s}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2020-jul-10 snow rtg0059960 (hcp): additional information received from a healthcare provider (hcp). It was reported that the patient hasn't used his implant for a while and he can't put the system into MRI mode. The hcp does not have further information. No symptoms or further complications were reported. 2021-apr-19 rtg0158103 (hcp): additional information received from a healthcare provider (hcp). It was reported that the patient hasn't used his device in over a year because of being in and out of the hospital for reason unrelated to their medtronic device. Troubleshooting was unable to be performed. Technical services reviewed that most likely device is in overdischarge, but did not confirm patient is unable to recharge. The patient had equipment but preferred to have medtronic representative (rep) present to assist. The caller was warm transferred to nas to page a local rep. 2021-apr-19 rtg0158103 update (con): no new information. 2021-oct-06 rtg0222490 (con.): additional information received from the patient. It was reported that the patient needed help charging their implant battery as they were ill for a while and did not charge the implant (the illness was not related to the device). The last time they successfully charged their implant was about a year and a half ago. The patient later called back and reported that a representative met with the patient on 2021-oct-11, but they couldn't get the stimulator restarted. They then clarified that the implant battery did show that it was 3/4 of the way recharged, and they were seeing 6-8 blocks filled while the implant was recharging. They had the antenna attached to the patient programmer and they were trying to turn the stimulation back on, but it was not turning on. The patient was instructed to use their programmer to turn the ins on; the patient described seeing the "poor communication" screen. The patient then used their recharger to try and turn the ins on; the patient described seeing the "reposition antenna" s creen. They were advised to try using the dial on the antenna and then connect to the ins. The patient performed all four quarter turns and was still seeing the "reposition antenna" screen each time. 2021-10-15 e1 (rep) additional information received. Rep reported the cause of inability to turn on is because the ipg is dead. Three 60 minute trickle charges have been tried. No, the issue has not been resolved. Pt. Needs to find a new managing pain physician to discuss replacement/removal. [See related pe 704349372 for report of a prior overdischarge event]. 2023-07-27 rtg0469758 (hcp); no new information.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that the patient needs an MRI, but the implantable neurostimulator (ins) is dead and the patient cannot recall the last time they used the device. The hcp had no additional information to provide. No further complications or symptoms were reported or anticipated. Additional information received from a healthcare provider (hcp). It was reported that the patient hasn't used his implant for a while and he can't put the system into MRI mode. The hcp does not have further information. No symptoms or further complications were reported. Additional information received from a healthcare provider (hcp). It was reported that the patient hasn't used his device in over a year because of being in and out of the hospital for reason unrelated to their medtronic device. Troubleshooting was unable to be performed. Technical services reviewed that most likely device is in overdischarge, but did not confirm patient is unable to recharge. The patient had equipment but preferred to have medtronic representative (rep) present to assist. The caller was warm transferred to nas to page a local rep. Additional information received from the patient. It was reported that the patient needed help charging their implant battery as they were ill for a while and did not charge the implant (the illness was not related to the device). The last time they successfully charged their implant was about a year and a half ago. The patient later called back and reported that a representative met with the patient on (B)(6) 2021, but they couldn't get the stimulator restarted. They then clarified that the implant battery did show that it was 3/4 of the way recharged, and they were seeing 6-8 blocks filled while the implant was recharging. They had the antenna attached to the patient programmer and they were trying to turn the stimulation back on, but it was not turning on. The patient was instructed to use their programmer to turn the ins on; the patient described seeing the "poor communication" screen. The patient then used their recharger to try and turn the ins on; the patient described seeing the "reposition antenna" screen. They were advised to try using the dial on the antenna and then connect to the ins. The patient performed all four quarter turns and was still seeing the "reposition antenna" screen each time. Additional information received. Rep reported the cause of inability to turn on is because the ipg is dead. Three 60 minute trickle charges have been tried. No, the issue has not been resolved. Pt. Needs to find a new managing pain physician to discuss replacement/removal. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.